Manufacturer narrative:
The manufacturer previously did not include the country of occurrence. The country of occurrence is india and was updated in box f.

Event description:
The manufacturer received information alleging thermal damage to the capacitor of an everflo oxygen concentrator. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.